Event description:
When the reclaim reamer extensions arrived to warehouse to be cleaned and disinfected was detected that this piece is broken

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device confirmed fracture of one of the two reamer tabs. A search of the complaints databases has identified a trend of this issue prior to design change, reference (B)(4). Evaluation by depuy metrology, materials science, product development confirmed the issue, but found the product was made to specifications. A medical device correction notice was distributed on february 25, 2013 for all lots of the 2975-00-500 product code manufactured since december 2011. The notice indicated that depuy has identified the potential for the reclaim reamer extension tabs to break. Eco432435 was implemented on august 2, 2013 to improve the fatigue strength of the reamer connection tabs. The lot code for the returned product is nb8017. As400 indicates this lot was manufactured 10-apr-2012, prior to the design change. Monitor through trend analysis per (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Not returned.